Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the power management (pm) board was replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: 35 v supply failed" error code (111b). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "check vent: 35 v supply failed" error code (111b). Per the service manual instructions, the rse advised the customer to replace the power management (pm) printed circuit board assembly (pcba). The customer was provided the part number for a replacement pm pcba. This investigation is ongoing.